Manufacturer narrative:
The unit alarmed button error followed by intermittent buttons due to corroded keypad traces. The unit had a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, a minor scratched lcd window, a stained end cap sticker, and a partially broken reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue; however the customer kept the device in her bra. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.